Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during drg lead revision procedure for lead fracture (related manufacturer reference numbers: 1627487-2022-04298. 1627487-2022-04299), the l1 lead broke during removal and fragments remain in the epidural space. The procedure was completed with new lead placement and effective therapy restored post operatively.